Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The caller reported that the insulin pump was alarming regularly no delivery during basal rate. Customer's blood glucose level was not reported. The alarm was resolved with a complete set change. The customer visited the doctor and they said he was dehydrated with high ketones. The customer woke up with high blood glucose levels. Insulin shot out. The customer treated his blood glucose level with a pen. The customer was hospitalized on (B)(6) 2016 due to a high blood glucose level of 125 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.